Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A main coil, a pusher wire and introducer sheath were returned for this complaint. The pusher wire was returned kinked. The main coil was found kinked and stretched. All parts returned separated for this complaint. No more damages were found in the returned device. Microscopic inspection of the pusher wire was performed and observed that the proximal end has a smooth surface. The interlocking arm was inspected, and no anomalies were noticed. Microscopic inspection of the main coil was performed and observed that the proximal end has a smooth surface. The interlocking arm was inspected, and no anomalies were noticed. Dimensional inspection of the pusher wire that could be measured were performed and were within specification. Dimensional inspection of the main coil that could be measured were performed and observed that the outer diameter (od) of the zap tip and primary coil were within specifications. However, the number of fiber bundles were lacking.

Event description:
Reportable based on device analysis completed on 20apr2021. It was reported that coil could not be deployed. The target lesion was in the left subclavian artery of the upper limb. An 8mm x20cm interlock was selected for use. During procedure, routine angiogram was performed and the entire malformation vascular was revealed; lesion was big. To deal with larger lesions, four 20x40cm was used and smaller coil was used. Subsequently, this device was used but could not be deployed and was withdrawn after repeated adjustments. The device was not withdrawn into the sheath successfully when pulled out and was stretched at the same time after several failed reinstalments. A microcatheter was then used to perform angiogram and the procedure was completed with another of same device. No complications were reported and patient was stable post procedure. However, device analysis revealed lacking fiber bundles.